Event description:
Steris warming cabinet bec #1249 has recommendation for user regarding that specific type containers be used in unit or over temp may occur. This information is not available on the unit itself. Design of unit will allow uncontrolled & unnoted use of the temp dial which may result in unsafe fluid temperatures. Unit is old.